Event description:
The customer reported the system failed to produce fluoroscopy during a pt procedure. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable assy was replaced. Also, the cable connection was reseated. The system was then found to be operating as intended.